Event description:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of surgery ("damages caused by essure leading to a surgery, essure was associated to 21 additional surgeries in every thousand patients, a "serious security risk""), uterine perforation ("in some examples, the device perforated the organs") and pregnancy with contraceptive device ("rate of unintended pregnancy with both methods (unspecified) was low") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On an unknown date, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced surgery (serious criteria medically significant and clinically significant/intervention required), uterine perforation (serious criterion medically significant) and pregnancy with contraceptive device (serious criterion medically significant). At the time of the report, the surgery, uterine perforation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered surgery, uterine perforation and pregnancy with contraceptive device to be related to essure. Company causality comment: this non-medically confirmed case report refers to an unspecified number of female consumers. Reporter mentioned damages caused by essure leading to a surgery, essure was associated to 21 additional surgeries in every thousand patients, a "serious security risk" (seen as surgery nos), in some examples, the device perforated the organs (interpreted as uterine perforation) and rate of unintended pregnancy with both methods (unspecified) was low. These events are serious due to medical significance and anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact surgical procedure and indication for the surgeries was not reported. However, given the nature of this event and since reporter attributed these surgeries to essure, this event was assessed as related to the device, in a conservative approach. Uterine perforation may occur with any trans-cervical intrauterine procedure. Limited information was provided regarding the mechanism and circumstances of the reported perforations. Given the nature of this event, causality with essure cannot be excluded. The exact interval between essure insertion and the unintended pregnancies was not reported. It was not mentioned whether the consumers underwent a confirmation test post essure insertion. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury reported, and since it cannot be excluded that surgery related to essure was required.

Manufacturer narrative:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of surgery ("damages caused by essure leading to a surgery, essure was associated to 21 additional surgeries in every thousand patients, a "serious security risk""), uterine perforation ("in some examples, the device perforated the organs") and pregnancy with contraceptive device ("rate of unintended pregnancy with both methods (unspecified) was low") in an unspecified number of female consumers who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the surgery, uterine perforation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device, surgery and uterine perforation to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 27-apr-2017 for the following meddra preferred terms: pregnancy with contraceptive device. The analysis in the global safety database revealed 3174 cases. Surgery. The analysis in the global safety database revealed 9 cases. Uterine perforation. The analysis in the global safety database revealed 497 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment this non-medically confirmed case report refers to an unspecified number of female consumers. Reporter mentioned damages caused by essure leading to a surgery, essure was associated to 21 additional surgeries in every thousand patients, a "serious security risk" (seen as surgery nos), in some examples, the device perforated the organs (interpreted as uterine perforation) and rate of unintended pregnancy with both methods (unspecified) was low. These events are serious due to medical significance and anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact surgical procedure and indication for the surgeries was not reported. However, given the nature of this event and since reporter attributed these surgeries to essure, this event was assessed as related to the device, in a conservative approach. Uterine perforation may occur with any trans-cervical intrauterine procedure. Limited information was provided regarding the mechanism and circumstances of the reported perforations. Given the nature of this event, causality with essure cannot be excluded. The exact interval between essure insertion and the unintended pregnancies was not reported. It was not mentioned whether the consumers underwent a confirmation test post essure insertion. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury reported, and since it cannot be excluded that surgery related to essure was required. According to the product technical complaint, a product quality defect could not be confirmed but is considered plausible.